Event description:
In 2008, the pt reported that the display of his infusion device is not readable. He stated that the icons in the middle of the display are partial. He stated that he changed the battery in an attempt to resolve the issue. He stated that there is no physical damage to the display but there are black splotches. No physiological effects were reported. The pt switched to his backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.